Manufacturer narrative:
B3 event date / d10 therapy date: march 2026. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo set ¿snapped where it meets at lure activated surface¿. The patient had kvo ns [keep vein open normal saline] running through the baxter pump. Upon arranging tubing before patient transport, tubing became completely detached, and patient blood began to back up through the entirety of remaining line attached to the patient. The tubing was replaced promptly to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.